Event description:
Customer reported receiving erratic glucose readings of 178 mg/dl, 190 mg/dl and 220 mg/dl from his freestyle lite meter. Customer also reported experiencing symptoms of calmness, disorientation and loss of consciousness. Customer stated that he was being diagnosed with severe hypoglycemia at a health care facility and treated with juice. There was no report of death or permanent impairment associated with this case.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 262 mg/dl and 96 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(4).

Manufacturer narrative:
As no product was returned, retain testing of strip lot 0913913 was performed and tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.